Manufacturer narrative:
Functional analysis showed that the error (h07) occurred during post (power on self-test). The investigation concluded that the error was attributable to a component on the rf board. Following replacement, the device passed all performance criteria of its final test procedure. The condition of the returned incident device was consistent with the complaint that a console error (h07) occurred. Based on the evaluation, the failure was attributed to a component on the rf board. Therefore, the most likely root cause of this damage is wear and tear (extended use). A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified serial number. (B)(4).

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4).

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was to be used during a rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, prior to the procedure, the generator was unpacked and connected, but an error (h07) occurred. The technician tried to clear the error without success. The physician was notified and opted to complete the case via surgery. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was to be used during a rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, prior to the procedure, the generator was unpacked and connected, but an error (h07) occurred. The technician tried to clear the error without success. The physician was notified and opted to complete the case via surgery. There were no patient complications reported as a result of this event.